Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on, (B)(6) 2026, a 29mm and 31mm epic plus mitral valve were implanted in the patient. The patient presented with post- cardiotomy shock in first few operative days and required high doses of medications. The echocardiography reveled right ventricular dysfunction with progressive recovery. On the 16th post operative day, the patient presented with blocked atrial fibrillation with a ventricular escape rate of approximately 40bpm and poor clinical tolerance, primarily in the form of respiratory failure secondary to acute pulmonary edema. Initially a temporary pacemaker was impanated subsequently a permanent pacemaker was implanted.